Event description:
The device was in hardware reset upon interrogation. The patient was in the hospital and the ICD delivered multiple therapies. The patient had coded during these episodes. It is unknown whether device will be replaced due to patient's condition.